Event description:
During a follow-up, increased pacing impedance, increased defibrillation impedance and noise resulting in oversensing were observed on the device. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported events of pacing impedance, defibrillation impedance, and sensing noise anomalies were confirmed. The device was received with normal telemetry, showing high pacing and defibrillation impedances and no output. The device was cut open for further testing, and measurements indicated high current drain with battery voltage below expected levels. Additional testing indicated that the source of the high current was the hybrid. Further testing of the hybrid isolated the cause of the high current drain to an integrated circuit within the hybrid.